Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient suffered urgency, urine leakage, recurrent urinary tract infections, bladder pain, dysuria, infection, dyspareunia, extrusion of the mesh, erosion of the mesh, leg pain, abdominal and pelvic pain. All other information is unknown.